Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not conclusively determine through this evaluation as no device was returned, and no images were available. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 16nov2025 through17nov2025. No notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 lvas patient handbook, rev. An are currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient passed away on (B)(6) 2026 due to complications from the fall. It was said that the device operated as intended and that the outcome was not device or therapy related.

Event description:
It was reported that the patient was admitted for a mechanical fall with hip fracture last week. The patient developed non-sustained ventricular tachycardia (nsvt) post operatively. An echocardiogram was completed and noted turbulent flow in the outflow graft. A computed tomography angiography (cta) was completed and noted 70% obstruction of the patient¿s outflow graft. Significant pulsatility index (pi) events were noted upon interrogation. Further work up was in process. Log files were submitted for evaluation and captured no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.